Event description:
Same case as 6000089-2004-01642. It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. This pt had a taxus express2 stent implanted in the circumflex artery in 2004. The pt returned on about two weeks later as the procedure had been staged due to the severity of the disease and difficulty in treating the circumflex earlier. The lesion being treated was located in the tortuous, calcified, 80% stenosed left anterior descending (lad) artery. The vessel was pre dilated with an unk size balloon. The lad was stented with a taxus express2 3.00 x 20 mm drug eluting stent and a taxus express2 2.50 x 24 mm drug eluting stent deployed to 16 atm. The balloons were deflated on each stent and then were sticking and difficult to remove. The physician dialed down, pulled negative, fluored and tried to pull each balloon out. He reinflated and had to use considerable force to remove the balloons. No pt complications were reported.